Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stripes in the image and occasional image flickering cause due to component failure and for insertion tube crystallization cause cannot established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had occasional image flickering, obvious stripes in the image, and insertion tube crystallization. No patient involvement was reported.